Event description:
Patient reported right side " encapsulation, wrinkling and discomfort." Patient representative later reported "recall" and "contracture, fluid, cysts." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late photo analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe on the provided photos. ¿ wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.